Manufacturer narrative:
Batch review performed on 02 august 2016: lot 114581: (B)(4) items manufactured and released on 28 march 2012. Expiration date: 2017-02-28. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h cementless stem #1 std, code 01.18.131 lot. 114553 (k093944): (B)(4) items manufactured and released on 17 january 2012. Expiration date: 2016-12-31. No anomalies found related to the issue. To date all the items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgeon noticed the stem was loose and the cup had migrated. The surgeon removed the cup, head, stem and liner and revised with another company's product. The surgery was completed successfully. X-rays are not available explants are not available per hospital policy